Event description:
It was reported that stent damage occurred and removal difficulties were encountered. The target lesion was located in a diagonal branch coronary artery. Following pre-dilatation, a 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, when the stent balloon was inflated at 11 atmospheres, the stent never deployed off of the balloon. Upon removal, it was observed that the stent edge was flared and could not be pulled through the guide catheter. The physician had to remove everything as a unit. The balloon was fully deflated when removed. The procedure was completed using alternate method or device. No patient complications were reported.